Event description:
Event description guidant received information that this endotak endurance lead was exhibiting impedance readings > 2000 ohms. The physician has elected to leave the lead as is due to no inappropriate therapy or noise has been seen. The event will be re-evaluated if additional information is received.